Event description:
The reporter indicated that a 13.7mm vicm5_13.7 implantable collamer lens of -12.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged with a shorter length lens due to excessive vault and significant reduction of iridocorneal angles. The exchange resolved the problem, the reporter stated " vault reduced to normal and patient is doing good". Cause of event was unknown.

Manufacturer narrative:
H6- health effect- clinical code 4581: significant reduction of ica. Claim# (B)(4).

Manufacturer narrative:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -12.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged with a shorter length lens due to excessive vault and significant reduction of iridocorneal angles. The exchange resolved the problem. Claim #: (B)(4).